Event description:
Endopath ets-flex 45 with a blue reload but the instrument did not fire or did not function accordingly. A new set of endopath ets-flex 45 with a new blue reload was used and it worked well.